Event description:
It was reported that the implant at tooth site #unk was removed due to peri-implantitis. Bone loss of implant, removed and grafted. Decided to not place a new implant. Symptoms as a result of the event: inflammation & swelling.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . H6: additional h6- patient codes: 1932: inflammation.